Event description:
Phacoemulsifier with pem handpiece was being used for phacoing & did not appear to work. Computer screen indicated no problems. Physician continued to use & again did not work. Handpiece changed & still did not work. Smoke began to come from handpiece. Phaco tip & cassette changed, & equipment began to work without problem.